Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly, the wake button wasn't working and that the pump was experiencing occlusion alarms. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support and further information was unable to be obtained.